Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer was treated with fluids while at the hosp. It was indicated that the customer uses two different types of infusion sets. No further details.